Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the left ventricle was high. Concomitant medical products:694865 lead; 5076 lead implanted (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy by the right ventricular (rv) lead for suspected fracture. The rv lead exhibited high impedance, oversensing, and noise. The rv lead was capped, abandoned, and replaced by a new lead. It was also reported that the left ventricular (lv) lead exhibited high thresholds. No action was taken with the lv lead. The lv lead remains in use. No further patient complications have been reported as a result of this event.